Manufacturer narrative:
Concomitant medical products: 4058m52 lead implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing noise and elevated sensing integrity counters (sic). The lead was suspected to be fractured. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.